Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose value 600 mg/dl. The customer¿s current blood glucose level was 122 mg/dl. Customer stated that at night his blood glucose was so high that the meter was not reading it and it was fine at dinner, he says he has to put fake numbers in it. The customer was treated with manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege pump was under delivering because blood glucose was so high and it will not read on the meter. Customer stated that he was putting fake numbers in the pump to get his sugar back down. The devices will not returned for analysis.